Manufacturer narrative:
The hospital biomed replaced the breathing circuit module. No patient information available. The hospital biomed replaced the breathing circuit module.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.